Manufacturer narrative:
Corrections: h6 codes: health effect - impact: add 4639, imaging required. Medical device problem: remove 1157; difficult or. Delayed positioning. Added 4044; difficult or delayed separation. Added 1601; stretched. Investigation conclusion: the investigation of the returned coil system found the pusher returned without the implant attached, but no indications of activation using a detachment controller was observed on the pusher heater coil. Further inspection found the pusher to be kinked at the distal section. The implant was not returned for evaluation as it was pushed into the target site as described in the reported event. The unit passed continuity and resistance testing. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The detachment controller used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
No additional information was received.

Event description:
It was reported that the hydropack coil was advanced through the catheter into the gda. The coil was fully out of the catheter and upon detachment a red light was shown on the detachment controller. Trouble shooting was performed in attempt to detach coil. The coil was then manipulated to change position. A manual detachment was then attempted. The physician then attempted to retract the coil back into the catheter. The coil started pulling back and detached within the catheter. The physician then attempted to push the tail end of the coil back into the gda vessel. During this process the catheter was pushed back into the hepatic artery. The coil tail was now in the hepatic artery. The physician attempted to manipulate the coil with a wire. After only a few tries, he considered getting a micro snare to retrieve the coil, but after a couple fluoro images he decided to leave the coil where it is. The coil was left as is and there was no attempt to extract the coil. The decision was made to leave the 018 coil where it was and conclude the case as it was the last coil being placed in the coil pack. There was no reported patient injury or intervention.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted and therefore not available for return and investigation by the manufacturer. Procedural or medical imaging was not provided. The alleged product issue could not be confirmed at this time. However, the investigation is ongoing. Upon completion, of the investigation, a supplemental report will be submitted.